Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to separate from the delivery catheter. The lp was removed and a different device was used to complete the procedure. The patient was in stable condition.